Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease (cad) and was undergoing percutaneous transluminal coronary angioplasty (ptca). The 85% stenosed target lesion was located in the moderate to severely tortuous and moderate to severely calcified proximal to mid right coronary artery (rca). Following predilatation with a 2.50 x 15 balloon, a 3.50 x 24mm synergy xd drug eluting stent (des) was deployed at the target lesion. It was noted a type c and flow-limiting dissection. Another a 3.50 x 24mm synergy xd des was used to cover the dissection, and the procedure was completed. There was no patient complications reported.